Event description:
It was reported that the pump power supply input was defective. There was unknown patient involvement.

Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) seal was damaged and the ac connector was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable. Functional testing was able to duplicate the customer reported issue. The device doesn't hold patient data as the primary problem with printed wire assembly (pwa) was defective. The pwa replacement. The investigation determined that the dso seal was damaged, and the ac connector was damaged. The ac connector and dso seal were replaced.